Event description:
Philips received a complaint on the v60 ventilator indicating that the device was running on battery power when connected to alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem as the ac power issue was observed during a periodical device check. No patient or user harm was reported.

Manufacturer narrative:
An authorized service provider (asp) evaluated the device and was unable to reproduce the alleged device issue. The asp replaced the power supply as a preventative measure to resolve the alleged ac (alternating current) power issue. No other abnormalities were found. Following the repair, the asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.